Manufacturer narrative:
(B)(4). Investigation summary ==> no packaging was returned hence the complaint cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review ==> manufactured on 24 february 2018. (B)(4) parts were manufactured per specification and all raw materials met specification. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer was opening implant box but it was so plastered that paper broke and they couldn´t use that implant. They took another box. Patient consequence? :no. Action taken for procedure:they opened another same kind of implant. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.